Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jun-2021. The most recent information was received on 28-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('the implant was broken') and embedded device ('the implant was broken and lodged in the uterus') in a 37-year-old female patient who had essure (batch no. 936680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), headache ("headache"), arthralgia ("joint pain"), sleep disorder ("sleeping problem") and vertigo ("vertigo") and was found to have blood pressure decreased ("drop in blood pressure"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("the implant was broken and lodged in the uterus"). The patient was treated with surgery (essure removal (uterus and cervix removal) 2st surgery and essure removal, tubal removal 1st surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, embedded device, device expulsion, headache, arthralgia, sleep disorder, vertigo and blood pressure decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, blood pressure decreased, device breakage, device expulsion, embedded device, headache, sleep disorder and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jun-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), device breakage ('the implant was broken') and embedded device ('the implant was broken and lodged in the uterus') in a (B)(6) female patient who had essure (batch no. 936680) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), headache ("headache"), arthralgia ("joint pain"), sleep disorder ("sleeping problem") and vertigo ("vertigo") and was found to have blood pressure decreased ("drop in blood pressure"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("the implant was broken and lodged in the uterus"). The patient was treated with surgery (essure removal (uterus and cervix removal) 2st surgery and essure removal, tubal removal 1st surgery). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, device breakage, embedded device, device expulsion, headache, arthralgia, sleep disorder, vertigo and blood pressure decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, blood pressure decreased, device breakage, device expulsion, embedded device, headache, sleep disorder and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.